Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. During revision the physician had difficulty removing the setscrew from the pulse generator, finally with success, the lead was repositioned and a new device was implanted. The patient was asymptomatic.